Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented remotely via merlin.net transmission, the device was found to be undersensing causing long false episodes. It was also noted that the device may be losing contact with the pocket causing the false episode. No intervention has been done as the device remains implanted and will be monitored. The patient was stable and will continue to be monitored.